Event description:
Report and maude report received with the following information: "describe the event or problem: a starclose device, as it was being deployed, broke proximally and the safety button on the device was pushed to release it. The starclose was never deployed. The sheath and device with clip still attached were pulled out and manual compression was obtained. The device may have caused or contributed to: potential for patient harm." No additional information was provided.

Manufacturer narrative:
(B)(4). Is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. A query of the electronic complaint handling database indicated there had been no similar the device breaking apart proximally incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Estimated date of occurrence (actual date of event not provided). The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.